Event description:
It was reported the patient's blood glucose level (bg) rose to 318mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly emitted a hazard alarm during operation.

Manufacturer narrative:
The returned device was fully deployed. The top and bottom housings were observed to be damaged upon initial inspection. Upon opening, there were internal damages observed on the reservoir and reservoir cap as well discoloration on the hook talon. These damages were determined to be post use. The exposed portion of the soft cannula was observed to be torn off from the device. The battery voltages were measured and found to be insufficient. Despite several attempts, including removal of the pcb, the data could not be recovered from the device. Without the device data, it cannot be confirmed that the device ran into a hazard alarm during operation. The exact cause of the insufficient batteries and data loss could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.